Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy. At the time of follow up with tandem clinical support, the customer was able to resume insulin therapy on the pump.